Event description:
It was reported that the battery gauge was observed to be fluctuating. The customer's blood glucose was 120 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.